Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This report is being sent to correct d6a (implant date).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system has received inappropriate shock therapy in both the primary and secondary sensing vectors. At the time, the physician reprogrammed the device to the alternate vector. Recently, an atrial fibrillation (af) episode was noted that was consistent with sinus tachycardia and artifacts. It was noted that the patient was drinking alcohol at the time of the event. The patient was evaluated in-clinic, where provocative arm maneuvers did elicit myopotential noise, but these were correctly discriminated by the device. Manipulation of the device pocket and electrode was also performed, with no abnormalities observed. Diagnostic imaging was also taken, which revealed a suboptimal electrode position. Boston scientific technical services (ts) was contacted for review, and it was discussed that there was a high variability in the patient's r-wave amplitude measurements in slower rates, and further testing was recommended to evaluate the r-wave amplitude consistency across all vectors in various postures. This postural testing may help elicit potential artifact recreation. Ts indicated that the system integrity was likely acceptable, as there were no signs of fracture. However, it was recommended to further assess the system placement and repeat screening was recommended, should the physician consider surgically revising the system. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system has received inappropriate shock therapy in both the primary and secondary sensing vectors. At the time, the physician reprogrammed the device to the alternate vector. Recently, an atrial fibrillation (af) episode was noted that was consistent with sinus tachycardia and artifacts. It was noted that the patient was drinking alcohol at the time of the event. The patient was evaluated in-clinic, where provocative arm maneuvers did elicit myopotential noise, but these were correctly discriminated by the device. Manipulation of the device pocket and electrode was also performed, with no abnormalities observed. Diagnostic imaging was also taken, which revealed a suboptimal electrode position. Boston scientific technical services (ts) was contacted for review, and it was discussed that there was a high variability in the patient's r-wave amplitude measurements in slower rates, and further testing was recommended to evaluate the r-wave amplitude consistency across all vectors in various postures. This postural testing may help elicit potential artifact recreation. Ts indicated that the system integrity was likely acceptable, as there were no signs of fracture. However, it was recommended to further assess the system placement and repeat screening was recommended, should the physician consider surgically revising the system. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.